Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event for impedance issues was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2020 during which intra op testing revealed high impedance on one contact of the lead. The entire system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03104. Related manufacturer reference number: 1627487-2020-03105. It was reported that patient is experiencing inadequate therapy following a fall on (B)(6) 2020. Additionally, patient is unable to place the ipg into MRI mode. Diagnostics revealed low impedances on 2 contacts. Patient was reprogrammed and is monitoring therapy. Surgical intervention may take place at a later date to address the issues.